Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician encountered placement difficulties with the right ventricular (rv) lead. Three attempts to obtain the stability of the lead failed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.